Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two cre pro wireguided devices being unpacked at the same time. It was reported to boston scientific corporation that two cre pro wireguided dilatation balloon devices were delivered to the hospital and unpacked on september 17, 2019. According to the complainant, the sterile pouches of both devices were noted to be damaged. Photos sent by the customer shows indentations and/or small holes on both device pouches. This was found prior to use with a patient or procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the returned packaging found indentations located at the middle section of the pouch, right side near to the information label, in front of the pouch. No other issue was noted on the returned device. It is most likely that the manner the box was manipulated, transported and/or stored after it left the manufacturing process was not appropriate and resulted in the damages found; therefore the most probable root cause is cause traced to transport/storage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two cre pro wireguided devices being unpacked at the same time. It was reported to boston scientific corporation that two cre pro wireguided dilatation balloon devices were delivered to the hospital and unpacked on september 17, 2019. According to the complainant, the sterile pouches of both devices were noted to be damaged. Photos sent by the customer shows indentations and/or small holes on both device pouches. This was found prior to use with a patient or procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.